Event description:
During operating room case when the staff was trying to use a harmonic focus, they couldn't get the instrument to calibrate at first, so a second cord was opened. The instrument then calibrated but during the case, the harmonic machine said there was too much pressure on the blade when the instrument wasn't being used. A second focus handpiece was opened and calibrated after several tries. Md used this instrument successfully a couple of times then while the instrument was resting, the machine said again that there was too much pressure on the blade. Both handpieces and cords were taken off the field and (B)(4) was notified. Md wanted to know how many times the blue cord can be used. The representative (B)(4) was also notified during the case as we had questions for him which he could not answer. Was told by the operating room charge nurse that when the cord and focus were changed out that the device was used successfully. The pt was discharged the same day in relatively same condition as admitted. Request from company: a report went to covenant after testing is performed on findings. How many times the blue cord can be used.